Event description:
Hi, my name is (B)(6). I started seeing a psychiatrist around 2016 for depression and anxiety. I was put on and taken off of many medications due to either them not working for me or unable to handle side effects will also unknowingly taking an over the counter supplement sam-e which ultimately put me into a state of psychosis and I admitted myself in a psyche hospital in which my medications were ultimately changed again multiple times with no relief of symptoms and I was told I had "treatment resistant depression" and was offered to have ect. Not knowing or have ever heard of this and being in the vulnerable mental state I was in and being completely desperate for help I decided to go that route. I had 3 treatments per week and a total of 24 ect treatments. I have been left with multiple long term mental/cognitive and memory problems that interfere my with working and social life every single day. I believe that I didn't fully understand at the time what state I would be left with after the ect treatments and I feel like people should be fully aware of what the effects of these treatments could possibly have long and short term and that you may not be able to go back to a normal life afterwards. I have a lot of background information about everything from my psychiatrist of 4-5 years constantly changing medications to abandoning me after my treatments because she decided to "leave the practice" I have lived my whole life thinking I just had major depressive disorder and that it is a "chemical imbalance" when in reality I have depression, anxiety, adhd and now ptsd due to being misdiagnosed. I have not been officially diagnosed by a professional, but I am in the process of looking for a provider to be evaluated for autism spectrum disorder. Once I finally realized that I relate with many asd characteristics. Absolutely everything made sense. There is very little study and information regarding asd, specifically in girls and women. I have been doing research for this and am currently starting a blog and website about this and the lack of help and support for people who believe they have been misdiagnosed and struggle daily because they are unaware and don't know how to get help. There are very few places adults can go to get an autism evaluation as an adult due to the lack of knowledge and study. I would love to help out in any way I can. I think it is an absolute crucial time for this information to get out and for people to be more aware of what is going on in the medical world and that any provider that only goes by "text book" standards of knowledge should not always be trusted for accurate information. I want to take the information and studies that I have found and read over the years to help people like me who have these mystery illnesses or feel like they cant get the information they need to find the right help.